Manufacturer narrative:
During the device eval, the alleged failure of running without user activation could not be duplicated. However, it was reported that the device was overheating. A corroded sagittal head and worn bearings were found, which are probable causes of overheating.

Event description:
It was reported that during a surgical procedure at the user facility, the device was running without user activation while it was in safe mode. The procedure was completed with the same device without a delay; no adverse consequences or medical intervention were reported.